Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 331 mg/dl to 131 mg/dl; 242 mg/dl to 118 mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect device and a replacement was sent.